Event description:
It was reported that the user experienced recurrent low blood glucose after announcing meals, with an instance of hypoglycemia to 20 mg/dl lasting about one hour; the user had been announcing smaller meals and considered using ¿less than,¿ and education was provided to avoid maladaptive announcements. Symptoms included fatigue and sweating. Outcomes included self-treatment with oral carbohydrates and device low and urgent low alerts, with no need for external assistance and no professional medical intervention or hospitalization. Investigation included troubleshooting and user education regarding correct meal announcements and meal size entry. Investigation of this case revealed user-related use error associated with incorrect meal size announcements. It was concluded that the event represented hypoglycemia related to use error, and the user was advised on proper meal announcement practices to prevent recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.